Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mom reported via phone call that the customer were hospitalized due to high blood glucose and chest pain on (B)(6) 2020. The customer¿s blood glucose level was unknown at the time of incident. Customer perform displacement test, self test and it was passed. The insulin pump will not be returned for analysis.